Manufacturer narrative:
Additional contact: (B)(6). Materials resource utilization coordinator. (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that after three days of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer removed and reinserted the sensor, but the alarm continued. The getinge representative helped them with locating and plugging in the red pressure adapter and grey pressure cable. They then leveled and zeroed the inner lumen as an alternative source. They were satisfied with the result. The iab was later removed after three days of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name: (B)(6). Occupation: msn, rn, cvrn, nurse manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer removed and reinserted the sensor, but the alarm continued. The getinge representative helped them with locating and plugging in the red pressure adapter and grey pressure cable. They then leveled and zeroed the inner lumen as an alternative source. They were satisfied with the result. There was no patient harm or adverse event reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. A kink was found on the catheter tubing approximately 37.8cm from iab tip. A second kink was found on the catheter tubing and inner lumen near the y-fitting approximately 75.9cm from iab tip. The optical fiber was found to be broken at this location. Additionally a second break on the optical fiber was found to be broken within the membrane approximately 20.6cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).